Event description:
On (B)(4) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair and a reported case of patch dehiscence. Details of the event are provided below. It was reported that on (B)(6) 2013, a mitral valve leaflet augmentation was performed on a (B)(6) old female patient with rheumatic mitral valve disease. The initial surgery was performed robotically. The doctor reported that there was no sign of infection or endocarditis at the time of the initial procedure. The mitral valve anterior leaflet was released from trigone to trigone and the void filled using the cormatrix ecm for cardiac tissue repair. Gore-tex sutures were used to sew the area circumferentially. A ring was used to pull the valve together. The doctor indicated that the mitral valve procedure went beautifully with no complications. A post-operative echocardiogram was performed on (B)(6) 2013 and showed no mitral valve regurgitation. The patient did fine from some time after the procedure. However, the patient had several admissions to the hospital in 2013 for pneumonia. At some point in 2013, the patient was diagnosed and treated for endocarditis. On (B)(6) 2013, an echocardiogram was performed on the patient as follow-up on the status of the endocarditis. Mitral valve regurgitation was noted. An open surgery was performed on (B)(6) 2013 to access the mitral valve. It was reported that the repair of the leaflet had dehisced posteriorly. The doctor was unsure of exactly when the patch dehisced because the patient was not referred back to him until (B)(6) 2013. The patch tear location was described as from the 4 o'clock to the 8 o'clock position at the repair site. The mitral valve was replaced with a mechanical heart valve. The doctor described the excised tissue as having signs of necrosis and endocarditis. Histology results showed signs of neointima, neovascularization, neutrophils, and giant cells. The doctor indicated that it is possible that the patient developed endocarditis at some point after the initial procedure and the patch dehisced as a result; however, the doctor could not confirm this. Patient was reported as doing fine following the secondary procedure.